Event description:
It was reported the pt is experiencing ineffective stimulation with his scs system. X-rays were taken and did not reveal any anomalies. Surgical intervention is planned for a latter date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.